Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID; 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n469057, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that the patient had fallen a couple of times since her implant. The company representative was unable to get adequate programming at the post-operative visit, so an xray was done. Both leads had migrated. One lead had migrated up to t3 and the other had migrated down to t10. Impedance testing was also done and was normal. The patient was scheduled for a lead revision on (B)(6) 2014. It was stated that the physician will likely just revise the current leads as long as they were functional. Additional information about the outcome of the revision was requested, if received a follow up report will be sent.

Event description:
Additional information received reported the lead revision went well. The staples had been removed and the patient was getting good coverage at the time of the report.